Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the ipg was explanted and replaced and the ipg pocket was relocated. Post-operatively, the pain at the ipg site resolved and therapy was restored.

Manufacturer narrative:
A4 patient weight added to the record.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at the ipg implant site. The patient noted that they had a significant fall in 2019 and the pain started at that time. Surgical intervention may take place at a later date to address the issue.